Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "pt received a cook celect filter on (B)(6) 2010". Additional information received 09apr2019: patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to blood clot risk from an auto accident. Patient is alleging fracture and the device is unable to be retrieved. On (B)(6) 2010: x-ray-chest 1 view: "inferior vena cava filter, l1-l2". On (B)(6) 2010: radiology report-abdomen decubitus erect: "there is interval placement of an inferior vena cava filter". On (B)(6) 2010: computed tomography-abdomen with contrast: "an inferior vena cava filter is located in the infrarenal inferior vena cava". On (B)(6) 2010: radiology report-abdomen series comp with posteroanterior chest: "patient status post cholecystectomy placement of inferior vena cava filter". On (B)(6) 2010: computed tomography-abdomen with contrast: "an inferior vena cava filter is in place". On (B)(6) 2017: computed tomography-abdomen and pelvis with and without contrast: "there is an inferior vena cava filter". On (B)(6) 2017: x-ray-lumbar spine complete 5 view: "an inferior vena cava filter is present with fragmentation of a limb of the filter". Patient outcome: patient alleges, "stabbing pain in groin and leg, shortness of breath, constant fear. The limited ability or inability regarding walking, lifting, pushing or pulling objects, deep vein thrombosis and pulmonary emboli". Medications: cymbalta 60mg, ambien 10mg, morphine (current), enalapril maleate (current), ms contin (current), percocet/hydro (current), xarelto (current), voltaren (current).

Manufacturer narrative:
Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported pain, disability, shortness of breath, dvt, and fear are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: fracture, pe, unable to retrieve, pain, disability, shortness of breath, dvt, fear. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (org)/vena cava (vc) perforation, superficial blood clots with burning and pain, tilt, pain, palpitations and weight loss. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, palpitations and weight loss are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received as follows: the patient alleges filter fracture, organ/vena cava perforation, superficial blood clots with burning and pain, tilt, palpitations and weight loss. The patient has reported that consult at care of (c/o) unexplained weight loss, superficial blood clots in legs with burning and pain, palpitations, permanent ivc filter that is fractured. Fractured ivc filter: 4 years old. Not recommended removal given increased risk of embolization and complications if it is tried. Per a report from computed tomography: "findings: an inferior vena caval (ivc) filter is in place and is tilted to the right. The apex of the filter contacts the right ivc wall and projects into the right renal vein. The caudal most portions of the struts project beyond the ivc lumen. On the right two struts project approximately 7-8 mm beyond the ivc. The anterior strut contacts the third portion of the duodenum. On the left anteriorly, a strut projects approximately 14 mm beyond the lumen and posteriorly on the left, a strut insinuates behind the aorta for a distance of approximately 16 mm. Also. Laterally on the left, two struts project approximately 1-2 mm beyond the lumen."